Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received no delivery alarms. Customer's blood glucose was 524 mg/dl, which was treated with manual injection. Customer called back for no delivery troubleshooting and it was found that cannula was bent. Troubleshooting was performed for high blood glucose. Customer declined to check for air bubbles, leaks, site or insulin issues. It was found that settings were correct. Insulin pump also received a motor error alarm and troubleshooting was performed. During troubleshooting, insulin pump was not able to rewind. Customer's blood glucose was 564 mg/dl. Customer was advised that insulin pump would need to be replaced.